Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h6. The legal manufacturer performed an investigation, and a conclusive root cause was not identified. The investigation determined the event was likely caused by components on patient board set were either design-related or disappeared due to an accidental failure. Additionally, the video connector lock fails due to the user attempting to pull out the video connector without lowering the unlock lever which caused a faulty electrical contact, resulting in no image on the 180 scopes. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards." "Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards." "Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards." "When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. "When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The supplemental report is submitted to provide updates to section h4 and h6. A correction to h3 is being made because the device was not returned to olympus. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported that the salesperson already came onsite to troubleshoot different 180 scope series and resulted in the same result. The color bar showed up with no scope connection in front of the screen. Once the maj-1430 was connected, there was no image on the cv-190 display screen, but the patient information and the image block were visible. Tac confirmed based on the evaluation that the cv-190 front socket may have a communication issue. Tac and the customer spoke to the repair department to request for a loaner device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that evis exera iii video system center does not display an image with the 180 series scopes. There was no harm, infection or user injury reported due to the event.